Manufacturer narrative:
Concomitant medial product: ddmb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed low amplitude p waves. The lead remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.